Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a corroded electronic assembly.

Event description:
It was reported that the insulin pump had unresponsive buttons. The battery was removed for five minutes and the buttons still did not respond. No further information was provided.